Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The closure device was successfully implanted in the laa of the patient. One partial recapture was needed before the closure device was released from the core wire. There were no complications that occurred during the procedure. 3 hours post procedure the patient was experiencing chest pain. A transthoracic echocardiogram was performed and this showed that there was a small pericardial effusion. The patient was brought back to the catheterization lab where the physician removed 160cc of blood via a pericardial drain. The patient did not experience anymore pain following the drain and there were no other adverse effects that occurred after. The patient is doing fine.